Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, functional testing could not be performed. Photo provided in complaint. Photo provided shows two clear-cuff assembly one on top of the other. The top clear cuff assembly is missing the gauge assembly. Unable to evaluate the second unit in the photo as it covered by the first unit. The investigation could confirm the reported issue of gauge assembly missing on one of the units. Without benefit of product being returned, unable to evaluate assembly to determine what caused the reported problem. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure port fell off during use. There was patient involvement and no patient harm/adverse event reported.